Event description:
During the start of ivtm therapy, after priming, the thermogard ivtm system (sn (B)(6)), did not run, pump was not spinning. The line was primed again, but the console still would not run. When it was turned off and turned back on the next day, the thermogard ivtm system made a high pitched sound and displayed an unknown error message. The customer had decided not to use the thermogard ivtm system but it is unknown if another temperature management was use to continue with patient treatment. Patient's status information was requested but the customer did not provide a response.

Manufacturer narrative:
Zoll has not received the product for investigation. A follow-up report will be submitted when the product is returned, and investigation has been completed.

Manufacturer narrative:
The thermogard xp ivtm system was evaluated by a zoll representative at customer site. The reported complaint that "the thermogard ivtm system (sn (B)(6)) did not run, pump was not spinning and it also made a high pitched sound and displayed an unknown error message" was not confirmed during functional testing and event log review. The reported complaint was not replicated during testing, and the thermogard ivtm system functioned as intended. Visual inspection of the thermogard console showed no physical damages or anomalies. The system's event log showed a mid:09 (air trap assembly) error message occurresd on 5/18/2023, not on the reported date. Therefore, the mid:09 is unrelated to the reported complaint and was not reproduced during functional testing. The probable cause of mid:09 could not be determined, there was no component malfuction found and likely it was cleared by the user. The thermogard console passed initial functional testing without any fault or error. The thermogard system successfully passed subsequent tests. Following service, the thermogard console passed all tests with no issues, and readings were within the specified limits.